Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 16 may 2024, it was reported that one infusion set injection port leaks and the leak was located at adhesive pad. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).